Manufacturer narrative:
(B)(4).

Event description:
The patient reported pain all down the lower part of her back and around the side and up her spine. This was noted to have occurred gradually, beginning about 2 years prior. The cause was unknown and the patient was going to have an MRI of her entire torso. No falls or trauma had occurred. MRI guidelines were reviewed and the patient was redirected to their healthcare provider (hcp). Additional information received from the patient in response to follow-up reported that, when asked what circumstances led to the event, the patient reported that the device was in her stomach and she had a trapped nerve from her hysterectomy. Nothing had been done to address the event. The device had "long been needing to be readvised" but the doctor who put it in was refusing to fix it. It had shifted again and she had already been to the ER several times for assistance and to get rid of the excruciating pain that she would get because the device wasn't working correctly. It also had to be charged every other day. It was a big mess, the patient had recently moved, and she needed to find a new doctor that would fix it. Relevant medical history included non-malignant pain and peripheral neuropathy.